Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), 4.0 mmhg mitral pressure gradient (mpg) , and a minimally rotated heart for a mitraclip procedure. One xtw was implanted successfully. It was decided to implant a second clip, an xt. During the deployment sequence while establishing final arm angle (efaa), the clip opened more than 15 degrees. The clip angle was close to 0 degrees before opening. The clip continuously opened going to a neutral knob position. The mr was grade 4 (torrential) and the gradient was 4.0mmhg, which was not acceptable to the operator. The clip was removed and replaced. The mr was reduced to grade 1 and post-procedure mpg was 2.0mmhg. Per the physician, the clip opening was device related, as the replacement worked as intended. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opening while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.